Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The guide sheath and the radiopaque tip were returned to olympus medical systems corp. (Omsc) for evaluation. The radiopaque tip was detached from the guide sheath. As a confirmatory result of the fixing mark of the radiopaque tip inside the tube, there was no abnormality. There were scratches on the end face of the radiopaque tip. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the radiopaque tip was detached since the guiding device was bent while being inserted into the radiopaque tip and got stuck with the tip. The above device handling has warned in the instruction manual as follows. Do not insert the endotherapy into the guide sheath, if the forceps cups are open or if the cytology brush is extended from the distal end of the tube. Doing so could damage the endoscope and/or instrument. Do not withdraw the biopsy forceps from the guide sheath while the cups are open. If excessive resistance makes withdrawal difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal could damage the endoscope, the guide sheath, and/or biopsy forceps.

Event description:
During a bronchoscopy, the subject device was used. The radiopaque tip of the guide sheath fell inside the patient. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the missing of the radiopaque tip.